Event description:
It was reported that this right ventricular (rv) lead exhibited a drop in sensing and increase in pacing thresholds several days after initial implantation. It was noted that the lead had dislodged, and a lead repositioning procedure was performed. No additional adverse patient effects were reported.